Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. The instrument's pitch cables were frayed at the distal idler. No damage was found on the clevis. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentations/burrs. There were indentations at the inner side of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
The megasturecut needledriver instrument was inspected prior to starting a da vinci hysterectomy procedure, at the beginning of the case, the surgeon noticed a damaged cable so the instrument had to be replaced with a new one. The planned surgical procedure was completed. There was no patient harm, adverse outcome or injury reported.